Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Troubleshooting was performed and customer was advised that insulin pump was working as performed. Customer reported of being hospitalized a week prior to call with blood glucose of 500 mg/dl. Customer did not have time to give hospitalization information.